Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a percutaneous nephrolithotomy using a ngage nitinol stone extractor, the user discovered the basket could not open and close. The event occurred prior to the procedure when the user opened the package for checking. The user changed to another new device of the same type to successfully complete the procedure. The patient did not experience an adverse effects due to this occurrence.

Event description:
No new patient or event information has been provided since the last report.

Manufacturer narrative:
Investigation ¿ evaluation: event description: cook was informed on (B)(6) 2020 of an incident involving a ngage nitinol stone extractor nge-017115-mb. The basket of the device reportedly would not open and close before use during a percutaneous nephrolithotomy procedure on (B)(6) 2020. Another device of the same type was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. In response to this incident, cook completed a review of the product dmr. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU shipped with this device provides the following information to the user: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. Cook concluded that there are no recorded non-conformances related to this incident. A lot history search found no other complaints have been reported for this lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The complainant returned one ngage nitinol stone extractor. Rpn: nge-017115-mb investigation results: device returned with the handle in the closed position device returned with the basket formation in the closed position mlla [male luer lock adapter] is loose. Collet knob is tight and secure. Polyethylene terephthalate tubing [pett] measures 3.5 cm in length. Visual exam notes support sheath is bowed function test determines the handle does not actuate the basket formation visual exam notes the basket formation wires are buckled device manufactured per specification conclusion: the returned device was found to have a basket that was open and could not be closed. The wires of the basket were observed to be deformed. The orange support sheath was bowed. The observed damage was likely preventing the basket from closing. The issue was reported to have occurred before use. It is possible the device was damaged when removing it from the packaging/tray, but there was no information provided of difficulty in unpacking the device. The cause for the issue could not be determined. The risk documentation procedures were reviewed, and it was determined that no actions are required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.